Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes. It was confirmed through x-ray, that the lead had pulled back and had become dislodged. It was further reported that oversensing was observed. The lead was reprogrammed off, then subsequently repositioned the following day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.